Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller in performing the reset. Following the reset, the cgm error code did not reappear. Customer was advised to wait 20 minutes to begin their sensor session, which they understood and acknowledged.